Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place.

Event description:
It was reported the stimulation no longer provided relief. The pt did not want the therapy any longer. The device system was explanted. There was no reported injury. The pt recovered without sequela.